Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the service history revealed no previous service events that would cause or contribute to the reported increased intra-peritoneal volume (iipv) event. The cause of the iipv was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) had a high drain 102 alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume) which occurred on a homechoice (hc) device. The technical service representative (tsr) explained the alarm and reviewed the programming with the hp. The hp did an off cycler exchange of 2l. The initial drain alarm (ida) was set to 0ml. The tsr explained the issue with that since the hp only drained 390ml. The other issue mentioned was why the hc did not come out of the drain where the hp only had an ultra filtration (uf) of -87ml. The fill volume (fv) equaled 2500ml. The cycle 2 uf was 2686ml. The hp reported that they felt fine. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.